Manufacturer narrative:
The subject scope was returned to the service center for evaluation. A visual inspection was performed on the received condition of the scope . The distal end plastic cover was inspected under a microscope and burn marks were observed on the top and side surface area. The light guide lens and the objective lens were noted to be free of residue and intact. For testing, the scope was attached to a test cv-180 video processor and clv-180 light source. The light brightness settings was set zero on auto brightness mode and there were no problem observed. The light emitted normally and the auto brightness adjustment functioned properly. Additional testing was performed with test equipment cv-180 processor and clv-180 light source. A calibrated multimeter was used with a thermometer coupler to measure the distal end temperature readings. Testing with settings in auto brightness mode: bare finger covering light guide and objective lens; reading at 91.5°f (33°c). Blue nitrile glove near the light guide and objective lens; reading at 87.9°f (31°c). Blue nitrile glove completely covers the distal end; reading at 85.1°f (29.5°c). Testing with settings manual brightness mode at a +4 setting: bare finger reading at 109°f (43°c). Blue nitrile glove near the light guide and objective lens reading at 124.42°f (51.9°c). Blue nitrile glove near the light guide and objective lens reading at 133.16°f (56.2°c). Additionally, the biopsy channel was inspected and there were scrape marking, brownish stains, white foreign residue at the distal end with a damaged interior channel wall and a blue hue on the channel mount. The suction channel was also inspected and found excessive lifting channel wall and white foreign residue. A review of the scope's instrument history records indicates the scope was purchased on october 20, 2013 and was last repaired on september 26, 2018. Based on the evaluation and testing, the reported event could not be confirmed as there was no melting or no smoking observed during the testing, however, the temperature readings at the distal end of the scope tested high due to higher settings on clv-180 light source in manual brightness mode. In addition, both channels were inspected and a white foreign residue was found on the channel walls. The cause of the reported foreign body found in scope is unknown. However, improper cleaning of the channels or use of a lubricant cannot be ruled out as a contributory factor. To mitigate the risk of patient/user injury or device damage, the instruction manual provides warning which states, ¿the temperature of the distal end of the endoscope may exceed 41°c (106°) and reach 50°c (122°f) due to intense endoscopic illumination. Surface temperatures over 41°c (106°f) may cause mucosal burns. Always maintain a suitable distance necessary for adequate viewing while using the minimum level of illumination for the minimum amount of time. Whenever possible, do not leave the endoscope illuminated before and/or after an examination. Continued illumination will cause the distal end of the endoscope to become hot and could cause operator and/or patient burns¿.

Event description:
The manufacturer was informed that before the start of a procedure, when the light source was turned on the distal tip of the scope started to get hot, was glowing and started to smoke and melt. The light source was in manual mode but not set at maximum brightness and that the main lamp was being used. The concerned scope was taken to central sterile, a foreign object fell off of the end. It was unknown what had fallen off but no fragments had fallen into the patient. The procedure had been cancelled as were the rest of the cases for the day. The scope was inspected prior to the procedure and there were no anomalies observed. It was noted that no endotherapy was inserted through the channel prior to procedure. This report is for device 1 of 2.